Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh and perfix plug. As reported the patient is making a claim for an adverse patient outcome against perfix plug which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh and perfix plug. As reported the patient is making a claim for an adverse patient outcome against perfix plug which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug mesh (device 1). Per operative notes, ¿ in the right inguinal area, an obvious direct defect was noted. The hernia sac was clearly dissected free down to the level of fascia. The sac was inverted, defect was closed and perfix plug (device 1) was placed over the inguinal ligament. The external oblique fascia was closed and secured with sutures. ¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent laparoscopic repair with implant of 3dmax mesh (device 2). Per operative notes, ¿ the direct defect in the right inguinal area was reduced and 3dmax mesh (device 2) was placed into the defect covering the internal ring wall. The periumbilical fascial defect was closed and secured with sutures. The wound was irrigated and closed with sutures.¿